Event description:
Customer complaint number: (B)(4).

Manufacturer narrative:
The rotaflow unit turned off while in use with patient. According to the service report#(B)(4) dated on 2019-06-24 the field service technician was onsite inspected the device and the drive unit. No abnormalities were found. All function tests passed .the device is back in clinical use. Since no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. Thus the reported failure "device not turn on" could not be confirmed. The reported failure happened during treatment. The rotaflow which was used, was responsible for this complaint. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that the customer stated: " the rotaflow machine just turned off while in use with a patient. No patient effect. They got another machine and switched out". Customer complaint number: (B)(4).